Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium (na), potassium (k), chloride (cl) and/or calcium (ca) results for seven patient samples. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were not reported out of the laboratory. When the issue was noticed, the samples were rerun, the results of which were reported. The field service engineer (fse) inspected the instrument and replaced the modular chemistry (mc) sample probe, collar wash, syringe and t-valve. The fse also cleaned the mc sample probe waste valve. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).